Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture and diminished p-waves. It was later confirmed by chest x-ray the ra lead had dislodged. It was also observed that the right ventricular (rv) lead exhibited diminished r-waves and that the lead had pulled back. The rv and ra leads were repositioned and remain in use. No patient complications have been reported as a result of this event.